Event description:
It was reported that during a cholecystectomy procedure, the clip ejected after the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Eval summary - the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then, the instrument locked out as intended. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the mfg process.